Event description:
The nanocross balloon ruptured at 22 atms (rated burst pressure is 14 atms). There was resistance upon trying to remove balloon. When the nanocross balloon catheter finally came out of the body, it had broken off, leaving the balloon in the sfa. The nanocross was captured and the physician tried to remove it with a snare. The nanocross balloon was torn into pieces and could not be removed through the sheath. As a result, the physician had to pull everything out together including the sheath. No injury to the patient reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.